Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the fiber optic connector was broken. Replaced the fiber optic connector and the system regained functionality. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was saying "detector not ready" after preforming a system checkout for an unrelated issue. No patient present.